Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found that the thrust force was out of specification (reduced) due to a defective mechanical component (thrust bearing). For this reason the component has been replaced and the thrust force recalibrated. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this is generated as a retrospective analysis, for this reason: - some information can't be available at this time (e.g. Patient name, age,weight, etc,) - submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that pump set off "error 5"and that pump was new.